Manufacturer narrative:
The customer¿s report of difficult to remove the syringe from the needleless connector and blood leaked was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in the set flowing freely and showed no signs of leaking while the tubing was manipulated at each engagement. The maxplus port was measured and found to be within iso standards. The root cause of the customer¿s was not identified.

Event description:
It was reported that some users stated that it was difficult to remove the syringe from the needleless connector and blood leaked. One needleless connector was sequestered. The reporter had no event or patient specific details to provide, and there was no patient or user harm as a result of an event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographic details were not provided.

Event description:
It was reported that some users stated that it was difficult to remove the syringe from the needleless connector and blood leaked. One needleless connector was sequestered. The reporter had no event or patient specific details to provide, and there was no report of patient or user harm as a result of an event.